Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a tibia procedure, the unknown reamer head was blunt and unable to ream the intramedullary canal. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed using a reamer from another company. This report is for one (1) unk - reamers: reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.